Event description:
A complaint was received from a customer that reported a portion of the display is sporadically missing segments. The customer stated that when customer "squeezes" the unit all of the segments will appear. While on the phone a review of the system was conducted. It was learned that the only poriton displayed that was missing is the "hundred unit." A request was made to return system for evaluation and in the meantime the replacement unit will be provided.